Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-02616. Medical product: ps tibial articular surface provisional left size 10-12 gh top, item# 42517401010, lot# unknown. The device was not returned; therefore, visual examination of the device was unable to be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that a portion of the plastic on each tasp fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available.